Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a damaged lcd screen. Her blood glucose level was 280 mg/dl. The lcd screen was cracked and the customer could not read it very well. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The device also had minor scratched lcd window.